Manufacturer narrative:
No fault was identified with the replaced therapy pcb assembly. Physio replaced the device's system pcb assembly to resolve the reported issue. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to electrically damaged transformer t1.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not charge for shock. As a result, defibrillation therapy may be unavailable, if it was needed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio will replace the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not charge for shock. As a result, defibrillation therapy may be unavailable, if it was needed.